Event description:
Information was received indicating that during pre-test, smiths medical cadd ms3 pump lost its programming. No patient consequences were reported. No adverse effects were reported.